Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient had a comprehensive exam completed by their dentist. Patient reported pain and sensitivity while wearing the aligners. The patient is recommended to proceed with space management under the care of orthodontics doctor. Treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.